Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that two pins on the expiratory flow sensor were not making contact. The flow sensor was replaced. No report of patient involvement.

Event description:
The hospital reported the ventilator was not functioning as expected. There was no report of patient involvement.